Manufacturer narrative:
The fb15 pin 3 and pin 4 shorting on the pm pcba created the touch screen to be unresponsive. The power management board was received at the v60 vent manufacturing facility for evaluation. Product evaluation anticipated, but not yet begun. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is /is not a relationship of the device to the reported problem. The fb15 pin 3 and pin 4 shorting on the pm pcba created the touch screen to be unresponsive. The power management board was received at the v60 vent manufacturing facility for evaluation. Product evaluation anticipated, but not yet begun.

Manufacturer narrative:
Power management board was replaced on 04/13/2017. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it worked properly. Check test was performed then no abnormality was confirmed.the power management board was received at the v60 vent manufacturing facility for evaluation. Product evaluation anticipated, but not yet begun.

Event description:
The international customer sent the v60 device to the international service center for routine periodic maintenance. The service technician during service identified the touch screen was slow to respond, the touch position was not recognized on the screen when calibration for touch screen was performed. There was no patient involvement.